Event description:
Information was received from a patient regarding a patient receiving no intrathecal medication via an implantable pump for spinal pain. The patient stated that the pump had never been used. Patient stated after implant the managing doctor closed the practice and the pump therapy was never used nor was the pump ever filled. Patient stated a medtronic representative (rep) had turned off the pump "in about 2015" and stated now the pump was doing the non-critical alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.